Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at (B)(6), it was found the instrument channel port of the subject device had been loosened, deformed, scratched, rattled, or detached. There was no report of patient injury associated with this event.